Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the root cause of the ¿purge disc not detected ¿ alarm¿ was contamination.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complaint reported that in the field during service and repair there was a failed test section #10, purge sensor not detected. Removed purge assy and clean dextrose from purge housing. Removed purge sensor housing. Observed build up of dextrose under housing and flag locked in place by dextrose. Unable to clean all dextrose. Replaced purge flag and housing. Purge assy reassembled and installed into console. Purge testing competed with no further issues. This was not discovered during clinical use and there was no patient involvement.